Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrates"), uterine perforation ("perforates organs"), fallopian tube perforation ("perforates organs") and device breakage ("breaks into pieces/corrodes") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included foot surgery. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included sertraline. In june 2006, the patient had essure (ess205) inserted. In july 2006, the patient experienced abdominal pain lower ("severe cramping"), pelvic pain ("severe and persistent pelvic pain"), dysmenorrhoea ("heavy painful periods"), menorrhagia ("heavy painful periods / heavy periods") and abdominal pain ("abdomen pain"). In june 2007, the patient experienced anxiety ("anxiety"), depression ("depression"), fatigue ("profound fatigue"), pain ("generalized aches and pains - constant pain"), dysgeusia ("constant metal taste in mouth"), pruritus ("always itchy"), headache ("headaches"), amnesia ("memory loss") and tinnitus ("tinnitus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), myalgia ("muscle pain") and arthralgia ("joint pain"). The patient was treated with surgery (underwent total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device breakage, pelvic pain, dysmenorrhoea, tinnitus, abdominal pain, myalgia and arthralgia outcome was unknown, the anxiety, depression, pain and amnesia was resolving and the abdominal pain lower, fatigue, dysgeusia, pruritus, headache and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, arthralgia, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, myalgia, pain, pelvic pain, pruritus, tinnitus and uterine perforation to be related to essure (ess205). The reporter commented: patient not sought treatment for constant metal taste in mouth, always itchy, tinnitus, memory loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in september 2006: coils were in the correct position and my tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2019: events; "anxiety, depression, severe cramping, severe and persistent pelvic pain, profound fatigue, generalized aches and pains - constant pain, constant metal taste in mouth, always itchy, headaches, heavy painful periods, memory loss, tinnitus, abdomen pain, muscle pain, joint pain", reporter, concomitant drug, medical history added, essure model change to essure 205 from pfs. Pt of event perforation updated to uterine perforation and fallopian tube perforation. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrates"), perforation ("perforates organs") and device breakage ("breaks into pieces/corrodes") in a female patient who had essure inserted for birth control. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). At the time of the report, the device dislocation, perforation and device breakage outcome was unknown. The reporter considered device breakage, device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc (product technical complaint) was received and following company quality review, case was amended (product problem marked, since breakage had been reported). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.